Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 424 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of high blood glucose, shortness of breath and chest pains. Customer cause of emergency room visit was high blood glucose. Customer was treated with fluids and insulin injections. Customer was wearing the pump at the time of emergency room visit. Customer was able to perform high pressure test and no delivery, pump passed. The customer was advised to change entire set, reservoir and insulin and treat.